Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with 375cc mentor memorygel breast implants experienced bilateral baker grade IV capsular contracture post procedure. The patient visited the physician¿s office and received a medical diagnosis for the capsular contracture. As a result, bilateral prosthesis replacement with 650cc mentor memorygel breast implants was performed on (B)(6) 2020. See 1645337-2020-08182 for contralateral prosthesis report.

Manufacturer narrative:
On july 12, 2020 mentor became aware that it erroneously submitted the incorrect value in g1 (1. Manufacturer site phone). The correct value has been placed in that field. Manufacturer¿s reference number: (B)(4).